Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported that a patient underwent a spaceoar placement procedure and high dose rate (hdr) brachytherapy in (B)(6) 2025. In (B)(6) 2025 the patient observed blood in their stool and was refereed to gastroenterology. The patient attended a consultation, and a colonoscopy was performed. Cauterization was done to stop the hemorrhage. The imaging revealed diagnosis of diverticular disease of the colon. C-reactive protein (crp) and hemoglobin levels were tested at each consultation in july. The hemoglobin was low, but the crp was normal. The patient is no longer bleeding or experiencing any complications.